Manufacturer narrative:
Pt was given vt k at the hosp. This is an adverse event case. The customer didn't provide inratio result. No indication inratio meter was malfunction. Products will be tested when returned.

Event description:
Pt was given vitamin k at the hosptial. The customer didn't provide inratio results.